Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a laparoscopic spleen-sparing pancreatosplenectomy was performed for net. As the lower pole branch of the splenic artery was injured during the surgery, the physician ligated two clips in the center and one in the periphery and cut the artery between them. There was postoperative pancreatic fluid leakage, so the drain that was placed dorsally to the splenic artery and vein were left in place, and the patient was discharged two weeks after surgery. When the drain was removed two weeks after discharge, pulsatile bleeding was observed from the drain fistula. The physician performed endovascular treatment and could stop the bleeding by coiling. The bleeding was supposedly because the clips ligated at the lower pole branch of the splenic artery opened. No health consequence to the patient occurred". The patient status is reported as "fine".

Event description:
It was reported that "a laparoscopic spleen-sparing pancreatosplenectomy was performed for net. As the lower pole branch of the splenic artery was injured during the surgery, the physician ligated two clips in the center and one in the periphery and cut the artery between them. There was postoperative pancreatic fluid leakage, so the drain that was placed dorsally to the splenic artery and vein were left in place, and the patient was discharged two weeks after surgery. When the drain was removed two weeks after discharge, pulsatile bleeding was observed from the drain fistula. The physician performed endovascular treatment and could stop the bleeding by coiling. The bleeding was supposedly because the clips ligated at the lower pole branch of the splenic artery opened. No health consequence to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.